Manufacturer narrative:
On july 2013, the patient returned for an examination. The doctor confirmed that the crown was not fully seated. The doctor made a new impression for the patient and cemented a temporary crown for the patient. On (B)(6) 2013, the patient had his permanent crown cemented without further incident. To date, the patient is doing fine.

Manufacturer narrative:
The patient returned for a checkup and complained of sensitivity from the lingual side of the crown. The doctor gave the patient de-sensitizer and toothpaste which help alleviate the symptoms. The doctor will re-do the patient's crown; however, the patient has not returned to the office and no appointments had been made. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations could be conducted.

Event description:
A doctor's office alleged that the cement was setting up too quickly for two (2) patients causing their crowns to not be fully seated. This is the second of two (2) reports.